Event description:
It was reported that "doctor place proto-type revision screwdriver on head of screw and to his best knowledge was in-line with trajectory of screw. He began to back screw out with minimal force and threaded tip broke off in screw."

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.